Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a bilateral inguinal herniorrhaphies done laparoscopically and umbilical herniorrhaphy. Hernia repair with mesh. He had revision surgery 1 years and 4 months post-surgery. The patient experienced surgical revision, pain, recurrence.